Event description:
Additional information received: the reporter stated the patient had a very hard, dense cataract and it was very difficult to remove it. The removal of the cataract caused a vitreous prolapse and a vitrectomy was performed. There was no enlarged incision or sutures.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn into two pieces, with a piece torn off and missing. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient, lens wouldn't stay in bag. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but the lens wouldn't stay in the bag, so the lens was cut in half to remove. There was no patient injury. Another lens was implanted in the sulcus. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.